Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from manufacturer¿s representative reported that their implantable neurostimulator (ins) was explanted due to a lack of therapy efficacy. The explant procedure occurred on the day of report. It was noted that the patient had a deep brain stimulation lead model implanted for reasons that were not clear. It was not known if the patient ever had therapeutic efficacy with the ins system. An impedance check showed values of >4,000 ohms. No further troubleshooting was performed since the patient was having the ins system removed. Follow up information received on june 10, 2016 confirmed impedances of >4000 ohms and it was believed not to have affected efficacy. The explanted devices were not returned to the manufacturer. The indication for use for the implanted device was noted as other chronic/intract pain (trunk/limbs).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.